Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The customer stated that her blood glucose levels began elevating as soon as she connected to a replacement insulin pump the day before. Initially the customer declined troubleshooting, and requested a replacement insulin pump. The customer later called to report that the insulin pump was functioning properly. Nothing further was reported.